Event description:
It was reported while in use on a patient that this 980 ventilator entered into buv (backup ventilation) and displayed the error message "inspiratory psol (proportional solenoid) stuck open". Patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported while in use on a patient that this 980 ventilator entered into buv (backup ventilation) and displayed the error message "inspiratory psol (proportional solenoid) stuck open". The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed unit had entered backup v entilation from the review of the ventilator diagnostic logs but could not duplicate the issue. Sp was informed by customer that they ran and cleared extended self test (est). Sp checked the unit and exercised the psol and reinstalled software version aa. The unit passed all tests and calibrations as per manufacturer specifications at the time of service and was returned to the customer. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.